Manufacturer narrative:
A product investigation is not possible because the product was not returned to microline surgical. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these type of failures ref CAPA (B)(4).

Event description:
During a laparoscopic surgical procedure, the heat shrink from the renew metzenbaum scissor tip broke. Anesthesia and procedure time was not extended. No harm to the patient

Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The returned tips were returned with a missing heat shrink microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these type of failures ref CAPA (B)(4).